Event description:
It was reported that an asymptomatic patient presented in the hospital after receiving inappropriate hv therapy due to svt. Upon interrogation, the device was found to be in backup vvi mode. A firmware download was performed and the device was restored to normal operation. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.